Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7076852.

Event description:
It was reported that the two leads of the spinal cord stimulator (scs) system migrated, which was confirmed with imaging during the revision procedure. The patient underwent a revision procedure in which the leads were repositioned. The patient is doing well postoperatively, no devices will be returned as they all remain implanted. It is unknown as to whether the patient experienced any effects due to the lead migration as the physician does not disclose patient information, and no additional information was provided.